Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had decreased battery life and frequent failed battery tests. The customer's blood glucose levels are unknown. The customer stated the insulin pump had no cracks. The customer was advised to clean the battery cap and battery compartment. A replacement battery cap and batteries were sent. The product is not being returned. Nothing further was reported.